Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Manufacturer narrative:
Additional info: visually confirmed approximately ~4mm of the instrument tip has been broken off and not returned for analysis. Fracture surface analysis reveals a fairly flat ductile fracture with circular material flow, consistent with torsional overload, dimensional inspection of the shaft diameter and material hardness confirms conformance to print specifications. The above findings are consistent with torsional overload.

Event description:
It was reported that the patient underwent a revision surgery to extend a previous construct from l4-5 to l3-5. The screws at l5 were removed and replaced with larger screws. During insertion of the larger screws the tip of the driver broke off. The broken tip was eventually removed with suction. The surgery was completed uneventfully. No patient complications were reported.